Event description:
Reportedly, upon ICD interrogation on (B)(6) 2018, the following warning message was displayed: "[a23] technical issue on (B)(6) 2047. Defibrillation system potentially ineffective. Contact sorin." The follow-up was then conducted and normal results were observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon ICD interrogation on (B)(6) 2018, the following warning message was displayed: "[a23] technical issue on (B)(6) 2047. Defibrillation system potentially ineffective. Contact sorin." The follow-up was then conducted and normal results were observed.